Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 253 mg/dl. Troubleshoot was performed. Customer was exposed to water in their bathing suit, there was crack on the insulin pump, the location of the damage was on the corner of the screen. Customer stated the insulin pump was beeping. Customer stated the insulin pump display was blank at time of the troubleshoot. Customer also reported unexpected restart alarm. Customer was on vacation; the insulin pump will be sent to different address. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instructions. Insulin pump will be returning.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display, unexpected restart alarm and unexpected resetting time/date after changing battery noted. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage noted on electronics and motor assembly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.